Manufacturer narrative:
G4:22mar2021. B4:02apr2021. The customer had a standby ventilator connected to the patient immediately, and there was no delay in therapy. The customer evaluated the device with assistance from a philips remote service engineer (rse) and confirmed the reported problem. The customer followed the rse instructions and continued troubleshooting, and discovered the air inlet filter was clogged and dirty. The customer cleaned the filter ran the device for 3 hours, and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The customer followed instructions from the remote service engineer and continued troubleshooting and discovered the air inlet filter was clogged and dirty. The customer replaced the air inlet filter.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 15jan2021.

Event description:
It was reported to philips that the device had a high blower temperature alarm. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.